Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both side') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 835437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, epilepsy and c-section. Previously administered products included for birth control: mirena in 2010. Concomitant products included carbamazepine (carbamazepin), fentanyl, ibuprofen, ketorolac, lidocaine, morphine and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches") and alopecia ("hair loss") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and vaginal infection had resolved and the endometrial ablation, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, migraine and alopecia outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, female sexual dysfunction, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: insertion details:three coils noted on the left at end of procedure, 2 coils on the right. Discrepant information regarding essure confirmation test,as per current pfs confirmation test not done and as per mr hsg test was done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-apr-2012: per mr:impression: complete occlusion of both ureters. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both side') in an adult female patient who had essure (batch no. 835437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, epilepsy and c-section. Previously administered products included for birth control: mirena in 2010. Concomitant products included carbamazepine (carbamazepin), fentanyl, ibuprofen, ketorolac, lidocaine, morphine and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) / vaginal infection"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), alopecia ("hair loss") and headache ("headaches") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, female sexual dysfunction, migraine, alopecia and headache had resolved and the endometrial ablation, dyspareunia, vaginal discharge, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepant information regarding essure confirmation test,as per current pfs confirmation test not done and as per mr hsg test was done on (B)(6) 2012. Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), apareunia, vaginal infection, vaginal discharge, hair loss, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: per mr:impression: complete occlusion of both ureters. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, vaginal discharge, headaches. Outcome of event female sexual dysfunction, alopecia, migraine were updated. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both side') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 835437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, epilepsy, c-section, seizures and epilepsy. Previously administered products included for birth control: mirena in 2010. Concomitant products included carbamazepine (carbamazepin), fentanyl, ibuprofen, ketorolac, lidocaine, morphine and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) / vaginal infection"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), headache ("headaches") and abdominal pain upper ("pain on both side of stomach"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, female sexual dysfunction, migraine, alopecia and headache had resolved and the endometrial ablation, dyspareunia, vaginal discharge, cystitis, urinary tract infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepant information regarding essure confirmation test,as per current pfs confirmation test not done and as per mr hsg test was done on (B)(6) 2012. Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), apareunia, vaginal infection, vaginal discharge, hair loss, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: per mr:impression: complete occlusion of both ureters. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet and medical records received. Events added from pfs- pain on both side of stomach. Reporter information, medical history were added. Onset date of event female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both side') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 835437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures, epilepsy and c-section. Previously administered products included for birth control: mirena in 2010. Concomitant products included carbamazepine (carbamazepin), fentanyl, ibuprofen, ketorolac, lidocaine, morphine and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches") and alopecia ("hair loss") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and vaginal infection had resolved and the endometrial ablation, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, migraine and alopecia outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, endometrial ablation, female sexual dysfunction, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: insertion details:three coils noted on the left at end of procedure, 2 coils on the right. Discrepant information regarding essure confirmation test,as per current pfs confirmation test not done and as per mr hsg test was done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: per mr: impression: complete occlusion of both ureters. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs & mr received. Injury nos replaced with new events. Case become valid & incident. Reporter's information was added. Patient's demographics was added. Lot number was added. Added event pain, apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, ablation. Updated outcome of event pain & cramping from unknown to recovered/resolved. Medical history, historical drugs, concomitant conditions, concomitant drugs, lab data was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.